Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device (pelvis)"), perforation ("perforation"), device breakage ("device breakage/ fragments were removed from my pelvis"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 34-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in february 2012 and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((29jul1997, 05mar2005, 24oct2012)) and habitual abortion (spontaneous). Concurrent conditions included tenderness breast and urinary frequency. In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain ("pain"), 3 days after insertion of essure. In november 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (uti)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2012, the patient experienced mood swings ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"), anger ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"), frustration tolerance decreased ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)") and the first episode of depression ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"). In march 2012, the patient experienced nausea ("nausea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6)-2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), the second episode of depression ("depression"), tooth disorder ("dental issue"), pain ("pain"), influenza like illness ("infection (other) (flu like symptoms with cold night and day sweats with fever"), sweating fever ("infection (other) (flu like symptoms with cold night and day sweats with fever"), feeling cold ("infection (other) (flu like symptoms with cold night and day sweats with fever"), vulvovaginal pain ("vaginal pain") and muscle spasms ("painful muscle cramp") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (c-section, d and c, tubal ligation and removal of essure coils and had surgery to remove the essure implant). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage, pregnancy with contraceptive device, alopecia, the last episode of depression, nausea, tooth disorder, pain, mood swings, anger, frustration tolerance decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, influenza like illness, sweating fever, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pain and muscle spasms outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anger, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, feeling cold, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, perforation, pregnancy with contraceptive device, sweating fever, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6)2018: tubal ligation done on (B)(6)2018. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device (pelvis)"), perforation ("perforation"), device breakage ("device breakage/ fragments were removed from my pelvis"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 34-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in february 2012 and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6)1997, (B)(6)2005, (B)(6)2012)). In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain ("pain"), 3 days after insertion of essure. In november 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (uti)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2012, the patient experienced mood swings ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"), anger ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"), frustration tolerance decreased ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)") and the first episode of depression ("hormonal changes (excessive mood swings mainly anger, frustration, and depression)"). In march 2012, the patient experienced nausea ("nausea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), the second episode of depression ("depression"), tooth disorder ("dental issue"), pain ("pain"), influenza like illness ("infection (other) (flu like symptoms with cold night and day sweats with fever"), sweating fever ("infection (other) (flu like symptoms with cold night and day sweats with fever"), feeling cold ("infection (other) (flu like symptoms with cold night and day sweats with fever"), vulvovaginal pain ("vaginal pain") and muscle spasms ("painful muscle cramp") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (c-section, d and c, tubal ligation and removal of essure coils and had surgery to remove the essure implant). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage, pregnancy with contraceptive device, alopecia, the last episode of depression, nausea, tooth disorder, pain, mood swings, anger, frustration tolerance decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, influenza like illness, sweating fever, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pain and muscle spasms outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anger, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, feeling cold, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, perforation, pregnancy with contraceptive device, sweating fever, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6)2018: tubal ligation done on (B)(6)2018. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : lot no. Was added. New events, ¿hormonal changes (excessive mood swings mainly anger, frustration, and depression), pregnancy (no complication), abnormal bleeding vaginal, abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) (uti), apareunia (inability to have sexual intercourse), infection (other) (flu like symptoms with cold night and day sweats with fever, bladder or urinary problems or changes, migraines / headaches, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal pain, painful muscle cramp, she did not undergo essure confirmation test¿ were added. Reporter information was added. Patient information was added. Product information was added. Patient demographics were added. Medical history was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), tooth disorder ("dental issue") and pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, perforation, genital haemorrhage, alopecia, depression, nausea, tooth disorder and pain outcome was unknown. The reporter considered alopecia, depression, device dislocation, genital haemorrhage, nausea, pain, perforation and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.